Manufacturer narrative:
The insulin pump was received with all operating currents in specification. No unexpected failed battery test alarm or battery out limit alarm was noted. The pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted. The pump was received with scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Event description:
The customer reported via phone call of low blood glucose readings, low battery alert and button error from the insulin pump. The customer's blood glucose reading was 34 mg/dl. The customer treated with food. The customer stated that the pump alarmed after battery change. The customer was assisted with reprogramming the time and date. The customer stated that the escape button does not take her back to the status screen. The customer stated that the act button does not navigate back to the main menu. The customer stated that she kept the pump in her bra and it might be exposed to moisture. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.